Event description:
When preparing the rod for insertion into the tibia, dr was tightening the jig into the rod. The end of the jig snapped off into the proximal end of the rod. Unable to retrieve broken end of jig out of rod. Dr selected another size rod and inserted it without the jig using another tool.